Event description:
On (B)(6) 2020 - surgery when incidence occurred (B)(6) 2023 - mammogram showing rupture (B)(6) 2023 - MRI confirming rupture (B)(6) 2023 - revision in short, dr. (B)(6) performed breast augmentation on (B)(6) 2020 and ruptured the implant while stitching me up (allergan report confirms this). The MRI confirmed the extracapsular rupture on (B)(6) 2023 which at that point had already spread to my vital organs. Dr (B)(6) retired after my surgery and I had to pay (B)(6) for an emergency revision surgery performed by dr (B)(6) on (B)(6) 2023. I'm the only person who had new silicone gel extra capsular rupture spreading to my other organs in less than 2 years of my initial augmentation. Reference report: mw5165429.